Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing appropriately and was not capturing. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.